Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'will not stay on' which was reproduced through troubleshooting of the device. A review of the event history log identified the multiple presence of 'improper shutdown!' Messages. The cause was determined to be a depressed battery pin on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not stay on during testing at the biomed service department. There was no patient involvement. No additional information is available.